Manufacturer narrative:
Unit passed active current measurement, sleep current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump and carelink. All buttons function properly. No power alarms, stuck button alarm or insulin flow blocked alarm noted during testing or in the history files near the event date. No boluses noted during the event date in the history files. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to keypad trace and motor assemblies during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads, broken battery tube threads, corroded battery tube, corroded motor home switch. All buttons function properly. Pump passed functional testing and no failed batt test alarm or insulin flow blocked alarm noted during testing. Possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the pump had rejected the new battery and received no delivery alarms, had stuck button errors. Customer stated the keypad buttons were harder and unresponsive and no delivering correct amount of insulin. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1715k, unomedical. Troubleshooting was not performed. Customer reported receiving a battery failed alarm. Customer reported insulin flow blocked alarm. Customer reported a keypad anomaly and/or stuck button alarm. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-1715k. No product return is required for unomedical.